Manufacturer narrative:
(B)(4)

Event description:
It was reported a revision surgery was performed due to loosening of the tibia. It was noted to look "metallose".

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. (B)(4).